Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had a femoral nail removed, in order to have a total hip replacement. Surgeon removed the nail as per the surgical technique.

Manufacturer narrative:
The associated complaint device was not returned. It was reported that a trigen nail was removed due to the need for a total hip replacement, as a result of osteoarthritis in the hip. The hip replacement could not be performed with the nail implanted, therefore it was removed. The surgeon stated that the nail functioned as designed and provided stability for the femur to heal. No harm to the patient is being reported as a result of the nail removal. There were pre-revision x-rays provided and reviewed, however no other clinical relevant patient/medical documentation was provided. Therefore, based on the information received and reviewed, no further clinical assessment is warranted at this time. The part number and batch number of the associated complaint device were not provided. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.